Event description:
Reference number (B)(4). Event occurred in the united states it was reported that, the patient faced issue of infusion sets cannula being crimped on (B)(6) 2024. The symptoms appeared within 3 hours of insertion. The site of insertion was located at abdomen. No further information available.